Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: during investigation, the pump powered on to a blank display. Moisture was found through the display lens. No moisture was found in the infrared window. The pump was opened to find moisture throughout the pump casing. The keypad buttons were unable to be investigated due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue: all buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.